Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited analog ic-u1 damage. The patient data indicated that this anomaly had started some time prior to the explant procedure. It appeared that the device damage had been resulted from an electrocautery use during the previous revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.